Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil did not detach with multiple attempts. Upon removal, the coil stretched and was successful retrieved using an endovascular snare. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device involved in the event will not be returned for evaluation as it was discarded. (B)(4).